Manufacturer narrative:
Concomitant medical products: e143 ICD, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high and increasing thresholds, high and increasing impedance with dislodgement. The lead was inactivated and replaced. No patient complications have been reported as a result of this event.